Event description:
It was reported that the solar 800i monitor stopped monitoring ECG (electrocardiogram), spo2 (oxygen saturation), and ibp (invasive blood pressure) for a period of 30 minutes. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.

Manufacturer narrative:
Initial reporter's occupation unk at this time.